Manufacturer narrative:
The provided lot number could not be verified. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing in intramedullary nailing of a left hip to treat an intertrochanteric fracture trochanteric fixation nail -advanced (tfna) on (B)(6) 2016. After nail insertion, the surgeon inserted the 3.2mm guide pin when it was noticed the 950mm x 2.5mm ream rod guide wire was still in the femur. He then removed the 3.2mm guide wire, removed the 950mm ream rod, reinserted the 3.2mm guide pin into the femoral head and proceeded to drill the lateral cortex using the appropriate 10mm tapered drill bit. Per procedure the surgeon followed this step using the 6mm/9mm cannulated stepped drill bit. While advancing the stepped drill bit, 3 to 4 metal fragments were observed on x-ray coming out of the medial side of the hole that accommodates the tfna lag screw. Upon further observation, the drill appeared slightly off-centered as it passed through the nail. The drill sleeve was appropriately connected to the aiming arm. The problem caused a delay of approximately five to ten (5-10) minutes. The surgeon removed the 3.2mm guide wire and proceeded to drill. The case was finished without further problems, but the fragments remain in the patient's femur. Upon inspection of the two drill bits, it appears the fragments seen on x-ray were likely pieces of the drill tip. The patient's status/outcome was reported as stable. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: september 1, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.